Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8850 centerline¿ endoscopic carpal tunnel release instrument would not securely connect to the scope attachment. The case was completed by using a new disposable without adverse effects to the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a supplier manufacturing issue being addressed by ncr-31419; however, due to the device not being returned and no photos of the reported failure being provided, we are unable to confirm the reported event.